Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer blood glucose level was unknown at the time of incident. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place and it was free of debris. Customer stated that battery cap was not damaged. The insulin pump passed self-test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.